Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that the error message occurred was ¿fault in occluder"; no specific error code was displayed. In addition, the customer reported that the symptom occurs very rarely. The affected part was returned to livanova japan for inspection. The technician could not reproduce the reported issue. As preventive measure the hvb and encoder boards will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that an alarm referring to a defective electrical venous occluder (evo) was displayed. The event occurred during the setup of the device, before procedure. There was no patient involvement.

Manufacturer narrative:
H11: based on all the information collected, it cannot be ruled out that the most likely root cause of the reported issue is a temporary electrical failure of one of the replaced boards in a preventive manner and/or incorrect tubing size/material used by customer.

Event description:
See initial report.